Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 row trays a and d were not detected on bus. A field service engineer (fse) removed cubie pockets and powering off the station, a liquid spill was found on row tray a as the cause of the malfunction. The liquid spill had affected both the row board (cubie tray) and the row board cable connectors. The fse removed and replaced the cubie tray and row board cable, then restarted the device. After testing, the trays were detected successfully and were functioning correctly. Additionally, pm preformed functionality test on drawer 4 in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, rows a and d in full height cubie were not detected on the bus. Customer stated that power ran through the hardware, but after multiple reboots and troubleshooting, it still showed as not connected. However, there were no delays or adverse events or injuries reported based on this event.